Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after inserting the mega 50 balloon (iab), the machine alarmed that automatic inflation had failed during use. The alarm persisted after multiple attempts. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields b4, d9, e1 initial reporter name, g3, g6, h2, h3, h6 type of investigation findings investigation conclusions, h11. Corrected field b5, d4 version or model number, d10. Due to character limit in e1 event site telephone number is (B)(6). After inserting the iabp mega50 balloon the machine alarmed that automatic inflation had failed the alarm persisted after multiple attempts it only worked normally after replacing the balloon no decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required

Event description:
It was reported that during preparation the mega 50 balloon, the machine alarmed that automatic inflation had failed during use. The alarm persisted after multiple attempts. No harm or injury to the patient was reported.